Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: investigation summary: based on the available information, boston scientific did not confirm the reported event of cautery delivers energy intermittently. Functional and electrical testing was performed on the returned product, and there were no abnormalities identified. Device history record: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was received for analysis with the yellow clip attached. Radiographic (x-ray) evaluation confirmed that the stent was not deployed, and visual inspection verified the stent hub was in deployment position 0 with no damage observed to the device. Electrical functionality was assessed by connecting the device to an erbe unit and activating in a saline solution, during which bubble formation was observed at the distal tip, indicating appropriate energy delivery. Resistance testing was performed using a multimeter, with probes applied to the monopolar plug and cautery wire at the nosecone, yielding a measurement of 2.7 ohms, which is within specification per procedure requirements. No functional or electrical abnormalities were identified. Risk review: a risk review was completed and confirmed that the event of "cautery delivers energy intermittently" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, diathermy was attached but puncture could not be achieved. The diathermy settings were adjusted, yet puncture remained unsuccessful. The device delivered some energy but was not cutting through and a white mark was barely noticeable. Therefore, the device was removed and replaced with another of the same model. There were no patient complications reported as a result of this event. However, some blanching of the tissue was reported (small white spot).

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, diathermy was attached but puncture could not be achieved. The diathermy settings were adjusted, yet puncture remained unsuccessful. The device delivered some energy but was not cutting through and a white mark was barely noticeable. Therefore, the device was removed and replaced with another of the same model. There were no patient complications reported as a result of this event. However, some blanching of the tissue was reported (small white spot).